Event description:
This event was reported as valve explanted after a 4 months due to paravalvular leak, secondary to sutures breaking or sutures untied. Model, size, s/n unknown. No further info was provided.